Event description:
Customer reported his freestyle meter was reading in mmol/l, which is the wrong unit of measure for him. While speaking with customer service he also reported an incident which occurred in 2007 involving a seizure. Customer stated he "was delirious, has no memory of what happened, just knows he was running around in the rain and was hit by a car." He reports being seen at a local hospital, was diagnosed with hyperglycemia and treated with an IV of unknown substance and insulin. There is no report of death or permanent impairment in this case. It is unknown at this time, though multiple attempts have been made to contact customer, if the meter was in the incorrect unit of measure at the time of the reported medical event.

Manufacturer narrative:
The product has been requested for evaluation and a follow-up will be submitted when results are available. Customers and retailers have been notified by the letter.